Event description:
It was reported when using the bd pyxis medstation system the all drawer were failed.the customer reported that drawer 5 was failed to open and the screen was greyed out.the customer stated that this malfunction caused an delay to the patient care.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all the drawers were failed and required maintenance. The field service engineer inspected and found only matrix drawer 5 is double clicking due to medication cover blocking the sensor, hence cleared the load to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.